Event description:
Procedure type: lap peritoneal right hernia. Repair with patch. According to the reporter: after the procedure was completed and while removing the device, it was noticed the tip of the device had broken and was missing. Surgeon tried to locate it but could not. X-rays were not taken. The piece is still missing.

Manufacturer narrative:
Initial report sent: 11/30/2007.